Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. A non-sterile og tdl cmplx fill coil 6x20 (640cf0620/17270251) was received coiled inside of a plastic bag. No damages were noted on hub. The hypotube was inspected and was found kinked at 70.8 cm from the proximal end of hub. The introducer was received un-zipped without any damages. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and no damages were noted on it. The gripper and embolic coil were inspected under vision system; the gripper was found damage. The embolic coil was found unraveled and stretched. The suture was found busted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil- premature detachment-in microcatheter¿ was not confirmed as the embolic coil was found inside the gripper. The failure reported by the customer as ¿coil- unraveled/stretched¿ was confirmed. The condition found on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined; inspections are in place that prevents this kind of failures leaving from the facility. Handling and procedural factors could be contributed to this condition. The reported failure of premature coil detachment was not confirmed but the failure of unraveled/stretched coil was confirmed. The failure experienced by the customer and the damages found on device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that the physician started embolizing an aneurysm using the orbit galaxy framing coil but pulled back and decided to stent because of the aneurysm having a wide neck. An enterprise 2 stent (4.0 x 23mm, lot# unknown) was implanted. The procedure was stent coiling of internal carotid artery just below the para-opthalmic segment. The physician attempted to redeliver the coil but experienced severe resistance during insertion into the catheter hub at the area where the blue portion of the coil meets the pusher; the coil was pulled out and another orbit galaxy framing coil was used but had the same issue. An orbit galaxy fill coil (640cf0620/17270251) was being delivered after two framing coils had been placed without issues when the microcatheter (competitor's product) kicked out, the physician attempted to pull the coil back when he felt a pop; the coil had stretched and disconnected from the delivery wire. The coil had detached prematurely. He was able to pull the entire microcatheter system out including the coil. There were no damages noted on the two orbit galaxy coils and the orbit galaxy fill coil prior to use or upon removal. The competitor's microcatheter was reported to have looped in the vessel however it was reported that there was no increased resistance in the loop. There were no serious injuries or medical interventions due to the reported event. There was a 10 minute delay caused due to removal of the complaint coils and catheter and replacing them to proceed. The patient outcome is unknown. The patient's vessels were reported to have medium vessel tortuosity. The two orbit galaxy framing coils and the orbit galaxy fill coil along with the competitor's microcatheter will be returned for analysis.